Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive antibody screening tests of patient samples and the solidscreen ii negative control with cell #1 of biotestcell p3. The customer reported that the reactions were interpreted as negative by tango optimo, while the customer interpreted them visually as weak positive. Despite several inquiries, the customer was not able to provide an exact date of event. The customer has neither returned the patient samples that had caused false positives nor the supposedly defective product. Therefore, our quality control laboratory tested the retained biotestcell 3 sample with positive and different negative controls and 15 negative plasma. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo gave no indication for a malfunction.